Event description:
It was reported that the patient was hit in the head by an "object" in (B)(6), but had been fine since. The friday prior to the report, an out of regulation (oor) message appeared on the patient programmer and the patient could not pass the screen to turn the stimulation down or off. That saturday, the patient developed a "strong paralysia" down to his right arm lasting for "four minutes" when stimulation was on. It is unclear if the patient was able to stop this at home or at the emergency room (ER). It was reported that the patient was "able to turn it down", but an oor message kept him from turning the stimulation off, so this was done at the ER. It was further reported that there was a short circuit between the contacts used in the patient's therapy, so he was reprogrammed. The patient's tremors were not as "good" on this new program, but were better than no stimulation at all. Later that day it was reported that the patient's doctor told him to be careful turning his head because he felt more of a "shock" when he did. It was also reported that the morning of the report date, the patient experienced a "little tingle" in his hand and tongue. Additional information received on (B)(4) 2012 reported that x-rays were taken and there were no visible issues with the patient's leads or extensions. No interventions have taken place or been planned.

Manufacturer narrative:
Product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID 3387s-40, lot# v690087, implanted: (B)(6) 2012, product type: lead. (B)(4).